Manufacturer narrative:
Additional 510k;101880. (B)(4).

Event description:
The doctor reported that the screw mount does not disengage from the implant (tsvmwb11) in the mouth of the patient. The doctor removed the implant and placed another one. The screw mount was unscrewed after intervention.

Manufacturer narrative:
This report is being submitted to supplement. The reported device, one tapered screw vent implant, was returned for evaluation along with the corresponding transfer mount and retaining screw. Visual inspection revealed minimum wear about the threads, collar, and vent. The mount screw shows some signs of wear. The devices are noted to already be separated. The internal drive feature of the implant contains a significant amount of debris. Functional testing revealed that the screw and mount hex were able to be assembled and disengaged with hand loosening torque in their returned condition. The reported condition of the implant mount could not be removed was not confirmed. A device history review (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No non-conformances which could cause or contribute to the reported event were documented. Based on inspection of relevant DHR information, the reported implant likely left the zimmer biomet manufacturing site conforming and within specifications. A definitive root cause for the reported event could not be determined. Probable causes for the event include excessive insertion torque and patient specific issues that could contribute to mount deformation, such as untapped dense bone.

Event description:
It was reported that the doctor indicated that the screw mount does not disengage from the implant in the mouth of the patient. The implant was removed and another implant was placed. The screw mount was unscrewed after intervention.